Event description:
The customer alleged questionable calcium results on the analytical d module for 47 patient specimens. Twenty-three of the results were found to be discrepant when compared to repeat testing on analytical p modules. Patient 1 had an initial calcium of 9.4 mg/dl, with a repeat value of 8.6 mg/dl. Patient 2 had an initial calcium of 10.8 mg/dl, with a repeat value of 9.8 mg/dl. Patient 3 had an initial calcium of 11.6 mg/dl, with a repeat value of 10.7 mg/dl. Patient 4 had an initial calcium of 10.4 mg/dl, with a repeat value of 9.6 mg/dl. Patient 5 had an initial calcium of 10.6 mg/dl, with a repeat value of 9.7 mg/dl. Patient 6 had an initial calcium of 10.1 mg/dl, with a repeat value of 11.2 mg/dl. Patient 7 had an initial calcium of 10.1 mg/dl, with a repeat value of 9.3 mg/dl. Patient 8 had an initial calcium of 12.2 mg/dl, with a repeat value of 11.1 mg/dl. Patient 9 had an initial calcium of 10.8 mg/dl, with a repeat value of 10.0 mg/dl. Patient 10 had an initial calcium of 10.6 mg/dl, with a repeat value of 9.3 mg/dl. Patient 11 had an initial calcium of 10.3 mg/dl, with a repeat value of 9.2 mg/dl. Patient 12 had an initial calcium of 10.6 mg/dl, with a repeat value of 9.4 mg/dl. Patient 13 had an initial calcium of 10.1 mg/dl, with a repeat value of 9.1 mg/dl. Patient 14 had an initial calcium of 10.4 mg/dl, with a repeat value of 9.2 mg/dl. Patient 15 had an initial calcium of 10.4 mg/dl, with a repeat value of 9.3 mg/dl. Patient 16 had an initial calcium of 10.7 mg/dl, with a repeat value of 9.5 mg/dl. Patient 17 had an initial calcium of 10.7 mg/dl, with a repeat value of 9.6 mg/dl. Patient 18 had an initial calcium of 10.5 mg/dl, with a repeat value of 9.6 mg/dl. Patient 19 had an initial calcium of 11.3 mg/dl, with a repeat value of 10.1 mg/dl. Patient 20 had an initial calcium of 10.1 mg/dl, with a repeat value of 9.0 mg/dl. Patient 21 had an initial calcium of 10.6 mg/dl, with a repeat value of 9.3 mg/dl. Patient 22 had an initial calcium of 9.3 mg/dl, with a repeat value of 8.4 mg/dl. Patient 23 had an initial calcium of 9.6 mg/dl, with a repeat value of 8.8 mg/dl. The customer stated that the initial results were not reported outside the laboratory and that no patients were affected by the discrepant results. The calcium reagent lot numbers involved were 62498101 and 62504901. The field service representative determined that the problem was due to the rinse mechanism waste line was clogged. He flushed an acid dilution through the waste line and performed mechanism checks, which passed. The customer performed calibration and ran quality controls.